Manufacturer narrative:
Sections with additional information as of 30-sept-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: complaint products were not returned for investigation. Retention strip lot passed within specifications., most likely underlying root cause: mlc-078 user hematocrit low manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: CAPA-21-007.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer multiple follow-up calls to ensure that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). Doctor¿s office is calling on behalf of the customer who is currently at the doctor¿s office due to the meter displaying e-0 error message. Nurse advised that they tested her with two of their true mextrix meter as well (doctor¿s meters) and meters also displayed e-0 error message. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the error message (e-0). The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed (details could not be provided for customer does not have any more strips) . The meter memory was not reviewed for previous test result history.